Manufacturer narrative:
An analysis of the batch history (DHR), maintenance records, and quality notifications was carried out, and no records potentially related to the incident were identified. Based on the photo provided by the customer, it was possible to confirm the occurrence of foreign matter of the type component fragments. Therefore, bd confirms the complaint. The possible cause of the incident was the breakage of the grid used in the needle assembly, which occurred after assembly during the needle extraction step. We emphasize that the manufacturing process is validated according to previously defined acceptance criteria, and the reported incident will be monitored to assess possible trends. Considering that this occurrence does not exceed the batch¿s acceptable quality limit (aql), no additional corrective or preventive actions are proposed at this time.

Event description:
No additional information provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that the bd needle 21x1 ll eclipse had foreign matter. The following information was provided by the initial reporter: it was reported that: upon opening a unit of the 0.80 x 25 mm hypodermic needle for medication aspiration, a defect in the material was identified. Attached are photos of the batch and the item with the non-conformity observed. 0.80 x 25 mm bd needle, batch: 5181963.